Event description:
It is reported that a customer experienced high blood glucose of 472 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that they have a bayer meter that shows different blood glucose readings than their insulin pump. The customer stated they could not trouble shoot the issue and had to end the phone call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.